Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the distal end of the crimped stent was damaged and compressed. This type of damage is consistent with the stent encountering resistance while advancing the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21apr2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The concentric target lesion with a >= 90 bend was located in the mildly calcified left circumflex artery (lcx). A 38 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was abandoned. The patient was then put on medical management. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.